Event description:
In some versions of the software, the composite dose will be displayed incorrectly when combining plans including external beam dose calculation and brachytherapy source calculation computed with dose rate selected as the implant type. Dose may only be displayed for the external beam dose calculation.